Manufacturer narrative:
General conclusion: event analysis: necrosis, infection and hematoma after an analysis of the clinical evidence provided and the report, it were not possible to confirm the alleged events due to insufficient clinical evidence. The alleged events are a risk associated with breast surgery and there is no evidence to suggest a link between this implant and/or its manufacturing process and a higher risk of occurrence. The cause of this events its multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. DHR review: a complete review of the DHR for the lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
Assessment infection: the origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005) infection is considered potential risk of the surgery as indicated in the product directions for use. Establishment labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions. In this particular case, after the assessment of the clinical evidence provided, the infection reported could not be confirmed due to lack of clinical evidence. Dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: infection: ¿infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections in tissue with an implant present are harder to treat than infections in tissue without an implant. In the case of gluteal augmentation with silicone filled implants, since the anus is only 3 to 4 cm from the incision, it is recommended to staple or suture a gauze soaked with povidone-iodine over the anus during surgery. If an infection does not respond to antibiotics, the implant may have to be removed, and another implant may be placed after the infection is resolved. As with other surgical procedures, toxic shock syndrome in rare instances has been noted in women after gluteal implant surgery. This is a life- threatening condition and its symptoms include sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should be instructed to contact their doctor immediately for diagnosis and treatment if they have these symptoms¿. Conclusion: additionally, regarding to the condition reported, establishment labs requested clinical information like the patient's clinical history, lab cultures, imaging reports and photographs where the condition reported can be confirmed. Once this information is provided, a complete revision will be performed in order to confirm the condition and define further actions.

Event description:
France. It was reported that a patient operated in (B)(6) 2025, visited the doctor in (B)(6) 2025 and was diagnosed with hematoma and infection in her left breast implant. (Sn: (B)(6). It was necessary to perform a revision surgery.